Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-feb-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-9300ds dissector had the micro teeth break. This was discovered during a hand arthroscopy procedure with no patient harm.